Event description:
Complainant reported that the patient's bowel was burned by the scissor tips during a laparoscopic nephrectomy procedure. Subsequently, the surgeon converted to an open procedure. No other information is available at this time.